Manufacturer narrative:
This investigation will be updated should additional information be provided, or if the lead is returned for analysis.

Event description:
Boston scientific received information that this right atrial lead was explanted and replaced during a normal device replacement procedure after exhibiting a high out-of-range pace impedance measurement. A fracture was suspected, but no lead anomalies were observed visually via x-ray. Lead return for analysis has been requested.